Manufacturer narrative:
The hemopro device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. The jaw boots displayed evidence of heat related damage consistent with activation of the device with the jaws in direct contact. A pre-cautery test was performed on the device with a reference power supply and extension cable; the device did not pass the pre-cautery test as it remained activated. The handle of the device was opened to verify connections; under magnification. Contamination that is consistent with soldering flux was observed on the switch body, actuator and the lever of the micro switch. The contamination caused the micro switch actuator to remain in the "on" position. Based upon the evaluation results, the reported complaint was confirmed. This failure mode remains under investigation. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while the hemopro device was in the tunnel, the jaws were overheating and remained hot when the toggle switch was not being activated. The hemopro device was removed from the pt and disconnected. A replacement device was used to complete the procedure. The hospital did not report any pt effects.